Event description:
Patient ordered scds for dvt(deep vein thrombosis) prophylaxis during rounds at approximately 9:30am on (B)(6) 2026. Scds were applied at approximately 10am on (B)(6) 2026. Sleeve was sized and applied appropriately and reassessed. During 1600 assessment, sleeve was removed and device related injury was noted. Injury was then added to the medical record with picture included. Advanced wound care consulted.